Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable fault. The surgeon decided to convert to open surgery before calling the intuitive surgical, inc. (Isi) technical service engineer (tse). The customer called the tse after, to request a field service engineer (fse) site visit. The tse was able to check the system logs, and two different error trains were verified in the logs. The first error train was pointing to surgeon side console 1 (ssc) and the second was on ssc2.the errors were related to two different power cycles. No additional troubleshooting possible. The procedure was converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on the system, and it powered with no errors. The issue was resolved by replacing the e-100 generator since it had a power problem that caused errors on the console when both were connected on the same power socket bank. The patient tolerated the conversion. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and found no errors on the system. However, the fse found e100 generator not powering on and faulting. The fse replaced the e100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the e-100 electrosurgical unit (esu) to perform failure analysis. In the system logs, there was an error indicating an instrument high initial starting impedance was found. Upon visual inspection, no issues were found that would be related to the reported event. The e-100 esu was installed onto a known good system where it would not power on. A review of the site's system logs for the reported procedure date revealed the following possible related system errors: remote arm controller (rac) in the surgeon side console (ssc) detected voltage/current too low; a master supervisory controller (msc) reported a hardware fault in the wheel communication pointing to the rear core fiber port; a communication link from the msc in isi core controller (icc) is down; a following wheel transmit routine has failed on the remote arm controller (rac) in surgeon side console (ssc); the msc node on icc reported a hardware fault on a gigabit communication channel; following data is bad or missing on the master tool manipulator (mtm) armnet; a supervisor to msc queue overflowed; multiple following messages seen in same position loop on the rac; extra information related to following data on the rac in the ssc.